Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced "could not move", sweating, a loss of consciousness and was unable to self-treat. The customer was provided glucose by a third-party for treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced "could not move", sweating, a loss of consciousness and was unable to self-treat. The customer was provided glucose by a third-party for treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Sensor state 7 with event code [11/224/227] and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with esa (early sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to esa. All pertinent information available to abbott diabetes care has been submitted.